Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation it was noted there were automatic mode switch due to oversensing of noise. The noise could not be reproduced with provocative maneuvers. The impedance and thresholds were stable and in range. The patient would be monitored for now.